Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger would not power on. Upon servicing charger/modem sn (B)(4), the charger/modem was resetting. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon eval, the charger/modem was resetting. Upon investigation, the flash memory programming was corrupt on flash components u102 and u105 on the ca board. The cause of the resets is the corrupt programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the defective charger/modem. The pt was issued a replacement battery charger/modem.